Event description:
An infusion pump with failure code 810:03 during pt use. There was no medical intervention necessary or pt injury reported. There was an unknown medication being infused. Info was requested by baxter regarding pump programming and set-up info, tubing product code and lot number in use but no add'l info was available. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.